Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the unknown one touch meter was giving inaccurately low readings and also would not power on. The sr medical surveillance specialist was able to classify the complaint based on the information provided. On an unspecified date, the patient obtained a blood glucose reading that was inaccurately low compared to a physician's meter reading; the test data was not provided. The patient also noted the reported meter would not power on. The patient was unable to provide the type of lfs meter he had or the meter's serial number. Between (B) (6) and (B) (6) 2010, the patient took the action of consuming more food and/or drink after these meter issues. At an unknown time afterwards, the patient experienced the symptoms of lightheadedness and fatigue. On (B) (6) 2010 the patient was hospitalized, with a blood glucose reading of 280 mg/dl. The patient was treated with insulin. The power issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly became hyperglycemic after he was unable to test his blood glucose level due to the reported meter issue, and was hospitalized and treated with insulin. Therefore, this complaint is being reported.